Manufacturer narrative:
The manufacturing ledger indicates the step 1 upper and lower devices were produced on january 6, 2024 on the same production line. There have been no updates/changes to the manufacturing process or materials leading to or during the time of production. The customer advised the patient to cease treatment. Patient stated they had a fever and swelling, but no difficulty breathing. Patient was unaware of any previous allergy to plastic or disinfectants. However, the customer noted, "the shape of the inflamed spot on her [arm] mimics the shape of the aligners that she put against her skin to test." The patient cleaned the devices with water, and the customer stated the devices appear to be clean. The patient did seek medical attention from their primary care physician and had to undergo "aggressive steroid therapy." The patient was prescribed steroids, and the symptoms have dissipated. Clinical evaluation: the complaint is one of a potential allergic reaction to the aligner. It is noted that it was cleaned with water prior to wear. A description of the shape of the inflamed reaction on her arm was in the same shape as the aligner. The photographs show an arm with at least 3 generally ovoid shaped areas of redness but not clearly defined as an aligner. The arm also has number of circular red lesions closer to the elbow. A photograph of a hand shows inflammation on the hand near the index finger. It is also noted that the patient responded to "agressive steroid therapy". With the information provided it is not possible to rule out an allergic response. However, with the collective information provided, it is suggestive of a more generalized condition that is coincident with aligner wear. Allergic reactions are a known undesired side-effect of the clearcorrect system and documented in the instructions for use. The occurrences of potential allergic reactions are closely monitored via post-market surveillance. The trending data indicates no negative impacts to risk/benefit, and the occurrence rate is within the expected range.

Event description:
Customer contacted clearcorrect customer care and stated that the patient experienced a possible allergic reaction. The customer stated the reaction started immediately after starting treatment. The clinician advised the patient to cease treatment. The patient was prescribed steroid therapy to treat the symptoms; symptoms have completely dissipated.